Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced the universal surgical manipulator (usm) to correct the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device, but the product has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to the technical service engineer (tse) that the universal surgical manipulator (usm) 2 was giving them an error. The customer pressed the recovered button; and performed an emergency power off (epo) of the patient side cart (psc) however, the error persisted. The tse confirmed the error was pointing to a faulty motor or sensor. The customer opted to use the system as a three-arm system. The procedure was continuing as planned with no reported injury.